Manufacturer narrative:
User used a wound vac, creating a large negative pressure, which created a max/stop inlet pressure alarm, triggering the pump to stop. The system operated as expected. The user was educated on the use of the wound vac and its potential effects.

Event description:
During procedure, a negative suction event occurred, causing the pump to stop. User manually engaged the pump. There was no patient harm. Spectrum medical considers an event in which the pump stops to be reportable.